Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag was leaking ¿all over the port at the bottom of the primary container¿. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between july 07, 2018 - july 11, 2018. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leak was observed. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.